Event description:
During injection of lidocaine using a bd precisionglide needle 25g x 1 1/2 inches the needle snapped at the hub and an approximately 1 1/2 inch length of needle was left in soft tissue of the patient. It was not able to be removed at the time of the incident and was later removed surgically. Implant date: "(B)(6) 2026."